Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for device in backup vvi mode came for an asymptomatic patient on their merlin.net clinic. Clinician was initially troubleshooting for monitor connection issues and alert had then come through for backup mode. New home monitor also advised device in backup vvi mode. Device download was performed successfully. There was no code or reason recorded in device as to cause backup mode. Device normal function was restored.